Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer blood glucose reading was 14 mmol/l. Troubleshooting was performed. Customer insulin pump alarmed critical pump error after getting moisture exposure from being in a swimming pool. Customer stated the insulin pump had crack on the back. Customer not sure if the insulin pump was dropped or bumped. There was no accident. Customer recommended customer refer to back up plan per healthcare provider instructions. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump received with critical pump error and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Also pump received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. No moisture damage on the keypad traces and dome switches during visual inspection. Pump received with cracked case behind the pump at the battery compartment.